Event description:
Philips received a complaint by the customer on the v60 (software version 3.20) indicating a device malfunction as the device failed to power on and displayed a 1124 "battery failed" alarm error message. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device failed to initialize and displayed a 1124 "battery failed" alarm error message. The device did not complete startup and entered a system restricted state, preventing the user to operate the device and perform preventive maintenance or functional testing. No accessories, including third-party devices, were being used that may have contributed to the issue. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device, and upon arrival, the asp was able to replicate the issue after evaluating the error logs and verifying that the 1124 error code was logged. The asp deemed that the power management (pm) printed circuit board assembly (pcba) needed to be replaced according to the v60 service manual. Shortly after, another asp arrived onsite to service the device, and after installing the replacement pm pcba, the asp confirmed that the issue was resolved. The pm pcba replacement indicates that the cause of the malfunction was in fact due to a faulty pm pcba that needed to be replaced for repair. The investigation concludes that no further action is required at this time.